Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter claimed that the keypad buttons required several presses in order to get a response. The issue reportedly started on (B)(6) 2011. The patient reportedly wore the pump in a case attached to her belt and she did not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive, required multiple button presses and more force in order to elicit a response. All of the keypad buttons were found not to click back and spring back normally. The audio bolus button was found to have a hole in and hard to press. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination found under the key contacts.